Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of intraocular lens (iol) trailing haptic torn off and optic ripped. Additional information has been requested.

Manufacturer narrative:
The lens was returned taped to the underside of the lid component of the lens case. The base of the lens case was not returned. Viscoelastic and dried blood were observed on the lens. One haptic was torn (still attached) in the gusset area and broken in the distal area. The broken haptic portion was returned adhered in dried viscoelastic and blood to the anterior optic surface. The optic has cracked areas near the broken haptic area. The optic was torn (still attached) beginning at the optic edge. Product history records were reviewed and documentation indicated the product met release criteria. Associated product information was not provided. The reported haptic and optic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, dried blood, and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if associated products were used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).